Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an intuitive surgical, inc. (Isi) senior failure analysis engineer (fae), a system log review cannot be performed because the system logs are not available at the time of this report. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient went into cardiac arrest. The event occurred while the physician was navigating to the target lesion. Due to this event, the procedure was aborted and the biopsy samples were not obtained. The physician believes that the cause of the cardiac arrest was related to anesthesia. The patient required hospitalization and permanent pacemaker placement for recurrent bradycardia. The cause of the intra-operative complication is unknown.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient went into cardiac arrest. The event occurred while the physician was navigating out to the lesion. Due this event, the procedure was aborted, and the biopsy samples were not obtained. The physician believes that the cause of the cardiac arrest was related to anesthesia. The patient required hospitalization and permanent pacemaker placement for recurrent bradycardia. The biopsy to the target lesion was then obtained under transthoracic (CT-guided) approach. The patient was subsequently discharged home with no permanent sequelae from the event. There is no allegation that an ion system, instrument, accessory malfunctioned.